Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / right essure coil could not be visualized, essure device posterior cul-de-sac') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia/ pressure and pain with intercourse"). In (B)(6) 2016, the patient experienced adnexa uteri pain ("left sided pain that was sharp and stabbing/ left adnexal tenderness"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), fatigue ("fatigue"), heavy menstrual bleeding ("excessive bleeding, heavy and long mestrual periods"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, fatigue, heavy menstrual bleeding, dyspareunia, abdominal pain and adnexa uteri pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: right: trailing coils in uterus: d, left trailing coils in uterus: 8. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure device in posterior cul-de-sac. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / right essure coil could not be visualized') in a (b(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia/ pressure and pain with intercourse"). In (B)(6) 2016, the patient experienced adnexa uteri pain ("left sided pain that was sharp and stabbing/ left adnexal tenderness"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), fatigue ("fatigue"), menorrhagia ("excessive bleeding, heavy and long menstrual periods"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, fatigue, menorrhagia, dyspareunia, abdominal pain and adnexa uteri pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2015 - hysterosalpingogram: occlusion of the left fallopian tube and the essure device was visualized to be in the tube; however, the right side showed spillage of the dye and the right essure® coil could not be visualized. (B)(6) 2015 - x-ray: two linear radiopaque densities consistent with the essure device. Both are located just to the left of midline. (B)(6) 2016 - pelvic ultrasound: ultrasound report indicated that the left essure is visible and appears in proper position. The right essure is not visible in the uterus. There is a small linear echogenic area in the proximity of the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: abnormal bleeding, autoimmune disorder and hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device / right essure coil could not be visualized, essure device posterior cul-de-sac') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia/ pressure and pain with intercourse"). In (B)(6) 2016, the patient experienced adnexa uteri pain ("left sided pain that was sharp and stabbing/ left adnexal tenderness"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), fatigue ("fatigue"), heavy menstrual bleeding ("excessive bleeding, heavy and long mestrual periods"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, fatigue, heavy menstrual bleeding, dyspareunia, abdominal pain and adnexa uteri pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: right: trailing coils in uterus: d, left trailing coils in uterus: 8. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure device in posterior cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient middle name, dob, rcc added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.